Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the main board not operating as intended, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. D3, g1, and g2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
Patient identifiers updated, initials nb, date of birth (B)(6)1963, gender female.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump is not working properly. Patient put batteries in both pumps right away but stated pumps have not been giving them any alerts, remaining volume has been wrong, and am/pm timing is off. Patient noticed one night that cartridge was empty, but pump never alerted them, and pump stated there was still volume remaining. Patient changed the cartridge because they have been on therapy for a longtime and knew it was about time to change, however they do not know how long the cartridge was empty. Patient reports feeling queasy the next day but didn't think it was related to the pump issue from night before. No other side effects reported. Patient is currently using back-up to successfully continue infusion with no issue. No additional info, details.